Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 1627487-2022-01448. It was reported the patient experienced ineffective therapy. Diagnostics indicated that the leads show contacts 1-8 are all over 3000. As a result, surgical intervention took place wherein the lead was explanted to address the issue . It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.